Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had bruising around the perimeter of the implant. The patient indicated that in (B)(6) half of their colon and gallbladder were taken out and the patient lost (B)(6) maybe two months prior which is when the sensitivity around the ins began. The patient went on tor reported that they went to (B)(6) for vacation and got a rash out there which caused the area around the ins to swell to the size of a melon and was very sore. The patient reported that the site still hurt and was black and blue. The patient reported that they saw their healthcare provider (hcp) two weeks prior to the call and that their healthcare provider (hcp) thought the ins looked alright, however the patient did not think it was alright and that it never bothered the patient until two months prior. Patient status is unknown at the time of this report and no device malfunctions were reported. The patient was advised to follow-up with their healthcare provider (hcp) to address their symptoms. Follow-up with the patient's healthcare provider (hcp) determined that the patient's bowel and gall bladder surgery was not related to the device or therapy and the patient's weight loss, bruising, ins site sensitivity, soreness, and rash had improved. The root cause of the patient's symptoms was not determined, but the hcp indicated that the patient would have the device removed. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp reporting that the device was removed due to chronic pain over site. No further com plications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp reporting that the device was explanted. It looked infected when removed. The date of the removal and status of the affected device was not provided. No further complications were reported.